Event description:
Reports one incidnet of a leak between the arterial tubing and the arterial dialyzer connector. Blood volume in tha arterial line was discarded resulting in ebl=83 ml. No pt injury or need for medical intervention is reported. MDR is filed for blood loss only. The complaint sample was discarded at the time of the incident.